Event description:
A patient reported their dds advised against treatment due to periodontal disease, the need for a root canal and other dental work. The patient received their aligners, but had not yet started treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.